Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Linked with MDR: 2029214-2020-00032, 2029214-2020-00033, 2029214-2020-00034. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information: the patient was reported to have been treated for a post traumatic automobile accident that resulted in a left, proximal, internal carotid artery (ica) pseudoaneurysm /fistula. The patient was initially treated on (B)(6) 2019 with 2 ped devices. However, since the blood flow was still present the patient underwent a 2nd pipeline procedure on (B)(6) 2019 and a 3rd pipeline was implanted. A 3rd embolization procedure was performed where coils were implanted to completely stop the blood flow into the fistula.